Event description:
The event is reported as: alleged issue: "customer called saying that during a case, the head of the mallet broke off of the handle. No pieces fell into the patient and there was no patient injury." Patient current condition is fine.

Manufacturer narrative:
Sample received by manufacturer, but investigation is incomplete at time of this report.